Manufacturer narrative:
Follow up MDR for additional information received from the customer.

Event description:
Additional batch provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage inside the syringe. When did the incident occur? During use. Detailed incident description the customer used the syringes to draw up a mixture of glucose and nacl. It was noticed that the plunger of two syringes was leaking. The syringes were therefore no longer used.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Through visual inspection, liquid is observed between the stopper ribs, verifying the reported incident. There was no damage or other defect identified within the products to indicate why the leak occurred. A device history review was performed for reported lots 2404038 and 2403034, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of both reported lots were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned samples, all product was verified to meet required specification. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.